Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
Event description: it was reported that the turbohawk was used for two insertions and when putting the wire back through the device for the third time a small black piece of plastic was stuck on the proximal end of wire. No patient injury reported. Device evaluation: the turbohawk device was received for evaluation without the cutter driver or any other ancillary devices or cine images from the procedure. A gauze pad was received (folded and clamped) that contained the foreign material (fm) referenced in the initial report. The fm was approximately 11mm long but was j-shaped (photo 4). The consistency of the fm was thread like in that there were fibrous elements but there were also amorphous clumps entwined in the fibres. The general colour of the fm was green. The turbohawk device does not have any components matching this colour or texture